Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti tachycardia pacing (atp) and shocks inappropriately for various ventricular arrhythmia episodes. Technical services (ts) explained that short ventricular arrhythmia episodes occurring close together led the device to deliver committed shocks after atp, as it could not confirm termination before the next episode. Ts provided programming recommendations, noting the rhythm is difficult to program around, and asked for any other contributing factors. No additional adverse patient effects were reported. This ICD remains in service.